Manufacturer narrative:
CAPA remediation.

Event description:
The patient presented with severe post-surgical ear pain which affected the patient's hearing. The physician ordered antibiotics and extended the patient's post-surgical stay in the hospital. The issue resolved after treatment.